Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimula tor for radicular pain syndrome(radiculopathies) and spinal pain. It was reported that the implantable neurostimulator (ins) was overdischarged due to non-compliance. The consumer had lost both their patient programmer and implantable neurostimulator recharger (insr). It had been 6 months since the ins had been charged. The consumer was aware that the overdischarged would be addressed after they received their new equipment. New equipment was found for the consumer and the manufacturer representative would be scheduling an appointment to address the overdischarge. No further complications were reported. Additional information received from the manufacturer representative reported that a physician recharge mode was initiated on (B)(6). The patient was currently charging the implant and was going to call the representative to let them know what type of power on reset message they had. The patient met with the representative on (B)(6) to clear the power on reset and afterwards the battery was at end of service. The patient was going to schedule an appointment with their healthcare provider for a replacement. An impedance test indicated that electrode 7 was out of range.